Event description:
It was reported that the balloon burst. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon burst. No further details provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.